Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Additionally, analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising and that the impedance trend of the superior vena cava defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead trends show a slow increase in the defib coil impedances. Discussion with technical services indicated that this slow rise will not influence shock efficiency and should the defib impedance get above the upper limit it would be advised to change the lead at that time. The rv lead remains in use. No patient complications have been reported as a result of this event.